Manufacturer narrative:
On (B)(6) 2017: during a follow-up, it was reported the customer has not received additional occlusion alarms. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. An infusion set change was performed and an occlusion alarm occurred the following day. A system check was performed using the current supplies and the pump performed as intended. No damage was noted the infusion set cannula. The customer was to perform a complete supply change to address the occlusion alarm. The customer's blood glucose level was not impacted by the occlusion alarms.